Manufacturer narrative:
Medwatch sent to FDA on 05/05/2008.

Event description:
After treatment in the right and left nasolabial folds and the oral commissures with juvederm ultra the pt presented with swelling, redness, and infection at the left nasolabial fold. The physician prescribed oral levaquin and observed a 50% resolution of the symptoms within five days. The physician is not convinced that there was infection, and in a recent follow up, the physician reported induration in place of infection. The symptoms have not resolved, and allergan medical will continue to follow up with the physician.